Event description:
Patient had been on vabomere 4gm IV q8h via gravity since (B)(6) 2020 for treatment of persistent hepatic abscesses/bacteremia with resistant organisms. Starting (B)(6) 2020, vabomere doses (4gm in 350ml 0.9% sodium chloride) were dispensed in an eclipse elastomeric device (100ml/hr, 400ml volume). On (B)(6) 2020, patient reported right sided flank pain associated with the end of his infusions. Pain reportedly started after he started using the elastomeric devices. Describes pain as burning sensation that seemed to lessen in severity as time progressed after his infusions. Reports pain is with light touch and is 4/10 when he's up and walking. No other systemic signs/symptoms or rash noted. Biliary drain noted to be working properly with stable labs ((B)(6) 2020). On (B)(6) 2020, patient was switched back to gravity infusions for remainder of his antibiotic therapy. On (B)(6) 2020, patient reported that pain resolved and that he did not experience any flank pain after switching back to gravity. FDA safety report ID# (B)(4).